Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that while separating the pbmc from the whole blood using bd vacutainer® cpt¿ cell preparation tube with sodium citrate during use, the cells became a "very firm" "gel clot". Up to "30 ml" of "rpmi" was added to the plasma beforehand and the cells clotted upon centrifugation. "About 2 hours" transpired between the collection and the centrifugation on the "allegra¿ x-12r centrifuge", spun at "2,800rpm, 30 minutes, 20°c". The tubes were reportedly filled to the correct volume and being used to test monkey blood. The following information was provided by the initial reporter: " customer is adding rpmi to plasma and pbmc's up to 30 ml and upon centrifugation the cells became a "gel clot. They have used these tubes before with monkey blood and followed the same protocol and this is the first time this gel clot has happened. She states tubes were filled to the correct volume." Customer responded, " how much time transpired between specimen collection and specimen centrifugation? (About 2 hours). What were the centrifugation conditions used to facilitate separation (for example, rotor type, rcf, centrifugation time and temperature)? (This is a routine procedure at our laboratory for many years without any problem. Centrifugation: allegra¿ x- 12r centrifuge (swing-out head) : 2,800rpm, 30 minutes, 20°c.). Did centrifugation result in appropriate sample separation with rbcs successfully positioned under an intact gel barrier and a visible mononuclear cell layer above the gel barrier? If not, please describe the appearance of the tube after centrifugation. (Yes). Did you perform wash steps after removing the cells from the cpt tube? If so, please describe the details of your wash procedure (for example, number of washes, type of wash buffer, and centrifugation conditions). (The gel clot was formed after mixing the plasma / pbmcs layer from the cpt tube with rpmi media. This is the first wash step. The gel clot was very firm.)"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while separating the pbmc from the whole blood using bd vacutainer® cpt¿ cell preparation tube with sodium citrate during use, the cells became a "very firm" "gel clot". Up to "30 ml" of "rpmi" was added to the plasma beforehand and the cells clotted upon centrifugation. "About 2 hours" transpired between the collection and the centrifugation on the "allegra¿ x-12r centrifuge", spun at "2,800rpm, 30 minutes, 20°c". The tubes were reportedly filled to the correct volume and being used to test monkey blood. The following information was provided by the initial reporter: " customer is adding rpmi to plasma and pbmc's up to 30 ml and upon centrifugation the cells became a "gel clot. They have used these tubes before with monkey blood and followed the same protocol and this is the first time this gel clot has happened. She states tubes were filled to the correct volume." Customer responded, " how much time transpired between specimen collection and specimen centrifugation? (About 2 hours). What were the centrifugation conditions used to facilitate separation (for example, rotor type, rcf, centrifugation time and temperature)? (This is a routine procedure at our laboratory for many years without any problem. Centrifugation: allegra¿ x-12r centrifuge (swing-out head) : 2,800rpm, 30 minutes, 20°c.) Did centrifugation result in appropriate sample separation with rbcs successfully positioned under an intact gel barrier and a visible mononuclear cell layer above the gel barrier? If not, please describe the appearance of the tube after centrifugation. (Yes). Did you perform wash steps after removing the cells from the cpt tube? If so, please describe the details of your wash procedure (for example, number of washes, type of wash buffer, and centrifugation conditions). (The gel clot was formed after mixing the plasma / pbmcs layer from the cpt tube with rpmi media. This is the first wash step. The gel clot was very firm.)"